Event description:
It was reported that the uv disconnect cap had come off the spike of the uv flash transfer set. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was returned and an evaluation was completed. Visual inspection was performed with the naked eye and a microscope and noted cosmetic damage on the outside of the patient adapter. Leak testing, clear passage testing, clamp function testing, torque engagement and device to device interaction testing were performed with no issues noted. The dimensions of the uv spike were measured and found to be within specification. An integrity of the seal surface test was performed and found no issues. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.